Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During the implant procedure, the physician was having difficulty positioning the lead. The lead's psa values showed low impedance and low signal amplitude. The patient's pressure was very low and the patient had chest pain. An echocardiography exam was performed. The echo image showed a small pericardial effusion. The lead was repositioned. The patient was in good condition.